Event description:
Patient complaint regarding a burn and an abscess. On (B)(6) 2025: pt was prescribed cephalexin 500mg po qid and mupirocin bid by urgent care. There are no signs or symptoms of infection.